Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part# ffs-2020, lot 188855 and part ffns-2020, lot 1565619. Expiration date for lot 188855 is 03/09/2020; lot 16565619 is 12/02/2020. Manufacture date for part# ffs-2020, lot 188855 is 03/2015; manufacture date for part ffns-2020, lot 1565619 is 05/2016. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure with nitinol staples. Allegedly, during a follow up visit it was discovered that one of the staples broke. No patient complications were reported.